Event description:
The customer stated a patient generated discrepant results between an undiluted and autodiluted sample on the axsym bnp assay. A result of >4,000 pg/ml was obtained on an undiluted sample but upon a 1:5 autodilution, the result was 1,100 pg/ml. The autodiluted result was reported. The sample also generated an elevated result of >200 pg/ml on the triage meter test (cut off is 100 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.